Event description:
It was reported that the pt experienced a loss of therapeutic effect following surgery on her left knee and her right hand. The pt turned her device off prior to the surgery and had a foley catheter in place for a day after the surgery. After the catheter was removed, the stimulator was turned back on and the pt felt overstimulated at all four settings. It was confirmed that the pt experienced numbness and overstimulation related to her device. The pt was reprogrammed with good results.